Event description:
It was reported that the user experienced unexpected low glucose episodes while using the ilet, described as the device doing the opposite, in the context of gastroparesis and despite working with a trainer. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of the reported event and coordination with the trainer, with a replacement device shipped while awaiting return of the original for evaluation. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that a device- or use-related root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.